Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - approximately 19 years ago. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a hip arthroplasty approximately 19 years ago. Subsequently, patient was revised on (B)(6) 2013 due to liner wear.